Manufacturer narrative:
Additional information received on 01/20/2016 as follows: a (B)(6) female was admitted into the hospital after resuscitation from cardiac arrest. Per hospital protocol, the patient was given anticoagulation drugs and her blood pressure was monitored arterially using a 7 cm probe. Blood test was performed, however, the results are unknown. No other central venous line was inserted into the patient. On (B)(6) 2015, a zoll quattro was inserted smoothly in the femoral vein by an experienced physician. As a standard hospital protocol, a tte scan was performed at the beginning of the procedure and no abnormalities were noted. Additionally, per hospital protocol, a sonogram done at the start and middle of the therapy showed no thrombus. The patient was cooled successfully for 3 days and 10 hours. The patient was cooled successfully and the quattro catheter was removed on (B)(6) 2015. On (B)(6) 2015 another sonogram was performed and a thrombus was observed in the inferior vena cava and in the right atrium which induced an arterial pulmonary embolism. Patient was given anticoagulation drugs. After the administration of the anticoagulants, a major cerebral bleeding was noted. The patient was moved to a neurological surgery hospital for potential operative therapy and decompression. The patient was moved back to the ICU with bad neurological outcome and is currently on the ventilator. Per the physician, since the patient was resuscitated, the patient was in a high risk category for dvt. There were no device deficiencies reported by the customer.

Manufacturer narrative:
There was no vessel injuries and no device malfunctions were reported. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind. The zoll catheter used during the event will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. Device not returned to zoll.

Event description:
The customer stated that during the past 2 weeks, 3 patients in the ICU received therapeutic hypothermia therapy after resuscitation and thrombus was observed in the inferior vena cava. Patient #2 is a (B)(6) year old female. The catheter was inserted in the femoral vein and insertion was smooth. The dwell time was 3 days. On (B)(6) 2015 a sonogram was taken and the thrombus was observed. The patient was on prophylactic heparin therapy and was administered anticoagulation (type of anticoagulation was not provided). The patient had to be lysed because the thrombus reached into the right atrium and partially floated in the right ventricle. The patient suffered a severe pulmonary embolism and a severe right heart failure. The patient was transported to a neurological surgery hospital for operative therapy and decompression. It was confirmed by the physician that the patient was at risk for dvt, it was also stated by the physician that every resuscitated patient is in high risk for dvt. Note: additional information has been requested but has been unsuccessful. The physician who reported the event could not be reached, because he was on vacation. Refer to 3010617000-2016-00005, 3010617000-2016-00006, and 3010617000-2016-00007.